Event description:
Additional information received indicated that the patient had received assistance from her doctor seven and a half weeks prior to the report and her concerns were resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28 lot# va07230, implanted: 2013 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), product type programmer, patient (B)(4).

Event description:
It was reported that the patient had the ins on and was increasing the stim and not feeling it. She went from a 2.9 to a 3.5 on prg 1 and didn't feel any stim. She turned off the ins and noted when she turned the stim on she felt the stim in her tail bone. The patient had the stim up to 4.0 and it was helping with symptoms. The patient planned to try a different program and see how that helped. When the ins was on the patient was feeling a flutter / shock that was not painful in her stomach,calf, and foot. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).